Manufacturer narrative:
(B)(4). The customer reported that when attempting to fax a 12 lead ECG over bluetooth connection, the device unexpectedly shut down. There was no adverse patient impact as stated by the customer. On (B)(6) 2011, a philips field service engineer evaluated the device and no trouble was found. The device passed all performance verification tests and was returned to use.

Event description:
The customer reported that when attempting to fax a 12 lead ECG over bluetooth connection, the device unexpectedly shut down. There was no adverse patient impact as stated by the customer.